Manufacturer narrative:
Correction: describe event or problem, manufacturer narrative(chr) additional information: imdrf annex a,b,c,d and g grid it is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues a review of the complaint history for (B)(6) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device.

Event description:
It was reported that the pump was not working. There was no reported patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 26sep2014. The review was performed from the date of manufacture to the present date 02mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had no error details provided. There was no reported patient involvement.